Manufacturer narrative:
Received 1 used silicone channel wound drain only. Visual inspection noted that the channel drain had disconnected/broke from the clear drainage tubing. The channel drain and the clear tubing were returned for evaluation. Further evaluation under magnification found that the drain was not molded correctly during the manufacturing process. The clear tubing was not positioned adequately in the core pin during the molding process. As a result, the connection between the shaft and the clear tubing was not adequate which caused or contributed to the device breakage. The complaint was confirmed as a manufacturing related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information, a bilateral was performed immediately post mastectomy breast reconstruction with first-stage submuscular tissue expanders requiring drain placement. During placement, no perforations were made to the drain, and no resistance was noted when pulling the trocar through. The drain was checked for free motion. The bulb was secured to the patient's dressing via a safety pin. The patient was emptying and recording drain output. The patient did not have access to drain exit site at any time prior to removal. The drain was removed at a steady, moderate pace. The drain was being removed at the time of it coming apart in the breast pocket. The drain was removed by snipping the outside suture holding the drain in place to patient. Then drain was pulled out in one steady motion as patient exhaled. The device came apart where the white portion of the drain connects to the clear portion of the drain. The break was a clean break. No pinching/binding was noted after placement or during removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain broke, and an additional surgery was required to remove the broken piece of the drain from the patient.